Manufacturer narrative:
The 5/19/2015 followup: customer reported to be doing fine. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer called to inquire if there was anything other than grams of carbohydrates and blood glucose (bg) valued that should be entered into the pump for insulin delivery. Customer stated that bg level elevates after a meal, but would come down to target in between meals. Customer reported air bubbles in the tubing but was able to remove them during the normal amount of fill tubing. Customer's current bg level was 300 mg/dl. Customer indicated that personal profile settings were being adjusted with health care provider. During troubleshooting with tandem technical support, customer understood that there was no other information required for the pump, other than the potential for an extended bolus. Cts offered to perform a system check; however, customer declined and understood that the pump was performing as intended.